Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an extension set had a tiny pinhole in the line which resulted in a leak. This was observed during the initial drain of peritoneal dialysis therapy. Renal therapy services assisted the patient in ending the therapy and removing the set. The patient was advised to start over with new supplies. There was no damage observed to the outer pouch or box there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.